Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was in a moderately tortuous diagonal branch (dx). After pre-dilation the physician attempted to reach the lesion with a taxus express2 3.0 x 32 mm stent. However, the stent could not cross the lesion. The taxus stent was pre-dilated a second time. The physician then decided to use the same taxus stent, however, noticed that the struts were bent back on the proximal end. No patient complication or injury was reported. The procedure was successfully completed using another taxus express2 3.0 x 32 mm stent. Patient status is reported to be "satisfactory/good."